Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: level a investigation. Complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_2__; occurrence: a complaint history check was performed and this is the 2nd related complaint for needle clog on lot # 8186888. Investigation summary: customer returned (1) used 31g x 8mm bd pen needle without a tear drop label attached. Consumer reported needle blocked. The returned sample was examined and then tested for flow using a test pen injector: it passed. As no manufacturing defects were observed on the sample, the alleged issue could not be confirmed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It has been reported that one bd ultra-fine¿ short pen needles 8mm (5/16¿) 31g has been found with a clogged needle. The following has been provided by the initial reporter: it was reported that the needle was blocked. Verbatim: needle blocked. Date received complaint: 06.06.2019. Date received the sample: 17.06.2019. Pir: (B)(4).